Event description:
It was reported that during an open cholecystectomy, the device would not fire correctly. There was no staple line formed. A second device was opened and the surgery was completed without consequence to the patient. The device was discarded due to communicable disease of the patient.